Event description:
It was reported the atrial lead ((B) (4)) was explanted and replaced due to high thresholds and low impedance and the ventricular lead ((B) (4)) was explanted and replaced due to positioning/fixation difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): outer insulation breached; full lead in segments returned and analyzed. (B) (4): inner insulation breached; full lead in segments returned and analyzed.